Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Patient code: no code available (3191) used to capture the medical device removal. The concomitant insert and patella has been changed to unk insert and unk patella as per to do. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: date of birth, sex, description of event or problem, other relevant history, device identification, medical products & therapy dates, device manufacture date, evaluation codes. Corrected: patient identifier.

Event description:
Medical record ad (B)(6) 2019 was reviewed on (B)(6) 2019. (B)(6) 2015: the patient underwent a right total knee arthroplasty secondary to osteoarthritis. Attune implants were used. Non-depuy cement was used. The patella was resurfaced. No intraoperative complications noted. (B)(6) 2017: the patient underwent a revision of the right knee secondary to pain, swelling and suspected loosening. Intraoperatively, the surgeon discovered a large effusion; no evidence of wear; and confirmed tibial component loosening at the cement to implant interface. The patellar and femoral components were noted to be well fixed. However, femoral components were removed due to implanting a non-compatible system. There were not intraoperative complications noted. Doi: (B)(6) 2015. Dor: (B)(6) 2017 (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Der states that the surgeon has expressed concern with the attune tibial fixation. This is around his 5th revision of the attune. The doctor did state the patient has not been satisfied with the knee from day 1. The reason for revision was overall dissatisfaction and the bone scan lit up on both the femur and tibia. It was also reported that the patient had loosening on the tibial component. Loosening interface occur at the cement to implant. Cement manufacturer is from competitor.